Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance (7/limit/high/no) was received during both systems and normal mode diagnostics during a follow up appointment. The last known good diagnostics were from (B)(6) 2009 and no pt trauma or manipulation had been reported to contribute to the event. Furthermore, the pt began to experience an increase in seizures that were still below pre-vns level. The pt was set to 0 ma and was referred to a surgeon for consult. Additional information was received from the surgeon's office indicating the pt underwent replacement surgery due to high lead impedance. The pt was explanted of both generator and lead and re-implanted. Furthermore, x-rays were not available to the manufacturer as pt consent was needed. At the moment, the explanted products are undergoing product analysis.